Event description:
The surgeon reported to the sales rep that his patient's exeter stem fractured and he had to revise the implant. It was reported that the stem fractured whilst the patient was playing golf.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 44 degree offset exeter stem. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
The reported event was confirmed. The exeter stem is broken through the prehension hole. The fracture is incomplete, the two parts are still attached together. There are scratches on the stem that must have been done during the explantation of the devices. There are also marks of fretting corrosion on the distal part of the stem. The medical review noted that the root cause of this exeter stem fracture can not be determined with limited clinical and radiological information provided. Device history review the specific lot indicated that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code.

Event description:
The surgeon reported to the sales rep that his patient's exeter stem fractured and he had to revise the implant. It was reported that the stem fractured whilst the patient was playing golf.